Manufacturer narrative:
Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 12 fluoroscopic cine loops of the fluoro-check and implant procedure were provided for review. One image shows an inflow-crown overlap of 2.5 nodes during the otherwise unsuspicious fluoro-check. The severely underexpanded frame is visible in an image. No severe calcification can be seen on the right side of the valve. No executive summary report was provided to assess the calcification status of the native aortic valve, nor was it mentioned in the report. However, an unfavorable patient anatomy, i.e. Bicuspid valve, severely calcified or fibrotic annulus or leaflets, can be the reason for an underexpanded evolut valve. It appears that during the first implant attempt, the foregoing of a pre-implant balloon aortic valvuloplasty (bav) and an unfavorable anatomy are the likely causes why the evolut bioprosthesis ended up severely underexpanded. The implanters reportedly resheathed and attempted to implant the same valve two more times without changing the approach (i.e. No pre-bav, or exchange of evolut system). This can only mean that the adverse anatomy still prevented the valve from fully expanding. The subsequent pre- and post-bav with first a slightly better and then a good expansion result with the second evolut valve, supports this theory. No adverse patient effects were reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully loaded and checked via fluoroscopy. A pre-balloon aortic valvuloplasty (bav) was not performed. The valve was advanced and opened until the point of no recapture. The valve was under-expanded. The valve was recaptured twice and was still under-expanded. The valve was removed from the patient. A pre-bav was performed with a 20 millimeter (mm) non-medtronic balloon. A new valve was loaded. The valve was implanted and was under-expanded however was better than the first valve. A post bav was performed with a 22 mm valve with good result. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012011584); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.